Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient with an implanted neurostimulator (ins) for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that the patient started peeing their pants probably around early april again so they increased the stimulation from 1. 1 to 1. 2 yesterday. Caller stated that the therapy seems to be working good now however every time they stand up and walk they get zapped in the scrotum. Reviewed stimulation expectations. Caller inquired about changing programs. Patient service specialist reviewed requested information with the caller. Caller noted that they have tried changing programs before in early march. Patient will adjust therapy as needed and monitor symptoms.